Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that the scale markings on a bd insulin syringe with the bd ultra-fine¿ needle 0.3ml 31gx5/16" were missing. No injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (28) 3/10cc, 8mm, 31g syringes in open poly bag from lot # 6207715. Customer states that the scale print is missing from the syringes. All returned syringes were examined and 26 out of 28 samples exhibited faded and missing scale markings around the 0-5 unit markings. Device history record review ¿ a review of the device history record was completed for batch # 6207715 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted during the production of the above listed batches for ¿missing zero lines¿. All affected product/materials were dispositioned as deemed appropriate prior to closure of these notifications. Additionally, one (1) notification [(B)(4)] initiated for an incident noted from production of the above listed batches for an unrelated issue from this complaint cause. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: possible root causes for missing scale markings include: damage to the pad print drum not touching the pad for ink transfer pad heat set incorrectly.

Manufacturer narrative:
Investigation: on 03oct2017, (B)(4) received twenty eight (28) 0.3ml, 8mm, 31g syringes in open polybag from batch# 6207715. All samples were decontaminated per hstr-17 prior to evaluation. Upon evaluation by qe ah, it was noted that the majority (26 of 28) of the samples exhibited varying degrees of scratch or damage to the scale print on the barrel. Defects were noted between the 0u and 5u markings. This typically is indicative of damage caused by the exit rails on the manufacturing line. When this occurs, the scale print may be partially or fully removed from the surface of the barrel. The (B)(4) plant is currently working through continuous improvement initiatives around scale print defects, to help alleviate this cosmetic defect type being found within the field.